Manufacturer narrative:
(1) batch sample test: on february 19, 2025, 10 pieces of hypodermic needle retention sample products with batch number: ckdc10-01, specification: 27g*1/2"(0.4mm*13mm) were selected for the following tests: 1. Lumen patency test of needle tube : according to the requirements of iso7864-2016(e) standard, 5 samples were taken for testing. The 0.15mm stylet was used to pass through the needle tube lumen, and the stylet could be dropped freely. 2. Simulated clinical use for medication preparation test: 5 hypodermic needles were taken to connect the syringes, and the suction injection liquid was tested in simulated clinical practice one by one, and the simulated test results were as follows: all were unobstructed without blockage. (2) production process review: according to the batch number, the batch record of the production process and the finished product inspection report are traced back, and no such abnormal situation is found in the production process and the finished product inspection process.

Event description:
The customer reported that the needles are clogging.